Manufacturer narrative:
It was reported that the pressure readings (pven and delta p) were out of specification. The event occurred during inhouse repair. It was later specified by the service technician, that the pressure values were fluctuating. A getinge field service technician (fst) was sent for investigation and repair on 2023-08-15/16/22/25. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no failures regarding the pressure readings could be confirmed on the reported date of event. A similar failure was investigated by getinge life-cycle-engineering. After visual inspection of the choke a striking place with two damaged wires was detected. Therefore the sensor panel failed. The most probable root cause is a mechanical damage of the current compensated choke. Additionally, in reference to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information e.g.: defective / disturbed (emi) pressure sensor; response time is too long; positive or negative pressure beyond specification (release of tubes); too high / low atmospheric pressure. In the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) it is stated, that the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instruction for use (IFU) of the cardiohelp, chapter 5.3 "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The review of the non-conformities has been performed on 2023-08-16 for the period of 2013-05-02 to 2023-07-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-05-02. Based on the results the reported failure "pven and delta p readings out of specification" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
The event occurred during inhouse repair. Pictures of the following error messages were provided: ¿pven below warning limit¿ and ¿pressure drop above limit¿. No harm to any person has been reported. Complaint ID: (B)(4).